Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately three years and nine months post port placement, the tip of the catheter allegedly broke off in the superior vena cava during port removal procedure. It was further reported that upon fluoroscopy examination it was confirmed that a fragment of the catheter was allegedly retained in the intravascular space. Reportedly the retained fragment was removed by percutaneous endovascular retrieval procedure. The port was removed. The current status of the patient is stable.